Event description:
It was reported that the procedure was to treat a lesion in the rca. After several unsuccessful attempts to cross the lesion with different devices, the guiding catheter was exchanged for a 6f viking hs guide catheter. A dissection occurred in the proximal rca when this guiding catheter was advanced. The pt was sent to surgery for treatment. The pt was on anticoagulants and was sent in for a second surgery due for bleeding.